Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead warning triggered, and the lead exhibited high impedances, oversensing, and a fracture. It was noted the patient experienced subtle pocket stimulation due to the device switching to unipolar pacing and sensing. The lead was capped and replaced. No patient complications have been reported as a result of this event.